Event description:
It was reported that the patient had a pump refill, and a volume discrepancy was noted. The actual residual volume was 20ml, which was greater than the expected residual volume of 2ml. Two days later, the patient had increased back pain, described as "labor pains." It was noted that the patient had both a pump and a spinal cord stimulator, and that it had been 6.5 years since her battery was implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).